Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The customer initially reports that the instrument broke during a procedure. The hinge of the jaw fractured. Pieces were recovered for the hinge (1pc) and the pin. Pin was lost during decontamination after it was retrieved from patient. An x-ray was clear, no parts left in patient. On (B)(6) 2010, the customer reports via telephone that surgeon was grasping soft tissue when the jaw broke off. There was no patient injury.